Manufacturer narrative:
(B)(6) 2020 product investigation results: no failure could be identified as a result of the investigation.

Event description:
When I went to remove the tampon, it had no string [device breakage] no adverse event [no adverse event] case description: consumer contacted via e-mail and stated that when she went to remove her tampon, it had no string. No injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Consumer contacted via e-mail and stated that when she went to remove her tampon, it had no string. No injury was reported.